Manufacturer narrative:
Upon return, the device was thoroughly analyzed. Engineers confirmed through visual inspection an arc mark on the devices exterior; no other anomalies observed. Interrogation revealed the, as received programming of right ventricular coil to can, shock lead vector. The event summery report and memory log of the device indicated that the product was commanded to deliver a (B)(4) shock on (B)(6) 2010 @ 17:12; with a recorded shock lead impedance was 32 ohms. Based on the devices memory log report, no fault code was recorded by the device, for this reason, no warning message was received. Engineering assessment verified the lead impedance measurements were within normal ranges. The device was further tested, confirming both brady and tachy therapies deliverable, as programmed. The product was then put through and passed, an additional series of testing to confirm appropriate lead impedances, pacing, shock stress, induced shock and battery voltage. Based on the above findings, the device operated normally. Laboratory analysis of the returned product was able to confirm the reported clinical observation of arcing damage; however, the product exhibited normal operations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) allegedly failed to provide a warning message that the can had been short-circuited during a commanded shock test. Initially, the chronic device (1860) was shorted so it was explanted. The physician implanted a new ICD (e102) and opted to connect the pace/sense portion of the chronic lead (0158) to it, capping the proximal and distal coils and connecting the competitor's cs lead to the distal (-) port of the new device (e102). Meanwhile, the commanded shock test was performed, a popping sound was heard and the new ICD exhibited a burn mark due to the short circuit that resulted. Although two conductor lead fractures (0158 and competitor lead) were suspected of causing the short circuit, a device malfunction cannot be ruled out due to the failed warning message. The patient was hospitalized due to the prolonged procedure and the new ICD (e102) was implanted/explanted the same day.

Event description:
--

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.